Event description:
It was reported that this dual chamber pacemaker exhibited two signal artifact monitoring (sam) episodes due to oversensing of atrial fibrillation (af). The minute ventilation (mv) feature was automatically disabled as a result. Technical services was consulted and offered troubleshooting and programming recommendations. Upon troubleshooting it was found that the atrial sensing was not turned off, which contributed to the trigger of the sam episode. In addition, during the sam episode, the rv ring to can impedances measured less than 200 ohms. The other impedance measurements were within normal limits. The rv lead remains in service at this time. No adverse patient effects were reported.